Event description:
It was reported that a potential lead fracture occurred. The lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The outer tubing overlay exhibited cosmetic evironmental stress cracking, and the outer insulation exhibited a cosmetic depression. Blood was found in/on the helix/lobe mechanism, tissue was found on the helix, and the helix/lobe was distorted/bent. The lead exhibited apparent explant damage.